Event description:
It was reported that during a follow-up, increased capture threshold was observed. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.